Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare provider reported ¿damage caused by explant¿ noted as ¿injected with tumescent caused hole¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare provider reported a right-side capsular contracture baker grade iii. Healthcare provider reported ¿damage caused by explant¿ noted as ¿injected with tumescent caused hole¿ (not device related). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture and use error: observed three an opening assessed as surgical damage. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The event ¿damage caused by explant¿ is deemed not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6.